Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan touch, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 2 at the tube/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations were noted, surrounded by abrasion, on the inlet tube of the pump. Testing revealed these to not be sites of leakage. Abrasion was noted on all tubes of the pump, exhaust tube of cylinder 1, strain relief of cylinder 2 and inlet the of the reservoir. No functional abnormalities were noted with the pump, cylinder 1 or the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) on the exhaust tube of cylinder 2 to separate it at the site noted. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, patient's pump stopped working. When the pump was taken out of the scrotum it was discovered that the tubing going to the right cylinder was cracked near where it enters the cylinder. The physician changed out all components of the device because of wear on tubing in other areas and to provide antibiotic protection to prevent infection.